Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded

Event description:
Hip revision surgery performed on (B)(6) 2018 due to fracture of the femur. According to the info received, the events can be summarized as per following: patient had bhr that lasted many years. Due to lumbar spine and si joint fusion the position of her pelvis changed leading to the necessity for revision surgery. First revision took place on (B)(6) 2018. During this surgery 140mm revision stem dia. 16mm (code 3812.15.010, lot# 1502694) has been implanted. It was reported to us that powered reamer and no prophylactic cable have been used. Few days after surgery, a fracture occurred. Second revision surgery took place on (B)(6) 2018. Surgeon removed the stem easily, stabilized the fracture and implanted a 200mm stem, dia. 18mm. Stem continued to subside, so it was replaced with a 200mm stem dia. 19mm. He put a long plate on with screws distally and cabled up the shaft. Event happened in (B)(6).

Event description:
Hip revision surgery performed on (B)(6) 2018 due to fracture of the femur bone. According to the info received, the events can be summarized as per follows: patient had bhr ("birmingham" hip resurfacing) that lasted many years (details not known); due to lumbar spine and si joint fusion the position of her pelvis changed, leading to the necessity for revision surgery. A first revision surgery was therefore performed on (B)(6) 2018. During this surgery, a 140mm revision stem dia. 16mm with revision neck, biolox delta femoral head, dual mobility liner, delta liner and delta tt acetabular cup have been implanted. According to the info received, during this surgery, the lima personnel that was attending the case, "advised" the surgeon to use a cable, as a prophylactic measure, and not to use a powered reamer to prepare the femur. Unfortunately, it was reported to us that, to gain access to place the cable on the femur was extremely difficult and the surgeon, eventually, elected not to use it. Moreover, he found it difficult to prepare the femur using the reamers for femoral preparation "by hand" and elected to use a powered reamer. The surgeon checked using image intensifier intraoperatively, that the stem was well positioned and confirmed there was no fracture. He was happy at the end of the procedure; few days after surgery, a femoral fracture occurred and a second revision surgery took place on (B)(6) 2018 (object of this report). According to the info received, the periprosthetic fracture was a spiral fracture that extended from the distal area near the stem tip, up to the lesser trochanter. During this revision surgery, the stem was removed easily, the surgeon stabilized the fracture and, after a first attempt to implant the 200mm dia. 18mm stem, he decided to use a 200mm stem dia. 19mm, because the smaller one continued to subside. He then put a long plate on, with screws distally, and cabled up the shaft. Patient info: quite active and fit woman. Bmi estimated 20. The cause for the fracture is not known. The patient did not report any traumatic event. According to the surgical assistant, the sharp, straight reamers on power created a stress riser at the distal tip. This is where the fracture started and, as there was no prophylactic cable in place, the fracture propagated proximally all the way to the resection line at the calcar. Post follow-up, surgeon explained that the patient was stable after surgery and rehabilitation was going reasonably well despite having developed a stress fracture on her greater trochanter. Event happened in australia.

Manufacturer narrative:
DHR check: we checked the DHR of the stem involved (code 3812.15.010, lot# 1502694) without finding any anomaly one the 5 stems placed on the market with this lot#. According to our records, all the pieces with the same lot# (1502694) have already been implanted and this is the first and only complaint received on this lot#. Explants analysis: explants not available for investigation as they have been discarded by the hospital. X-rays analysis: x-rays referring to the 2nd revision surgery (intra-op x-rays + pre-op x-rays, exact date unknown), were received and forwarded to our medical consultant for a clinical evaluation. Following, the medical opinion received: "this is a case with a complication which is not uncommon and may happen, especially in revision. I would presume that the bone quality has been inferior due to year long compromise through the resurfacing (mom is known to cause some resorption of surrounding bone). Most probably there has been a crack created already during the first surgery that was not visible intraoperatively but lead to the complete fracture within a few days. The further course of revision was not very fortunate but also may happen. At any rate I cannot see any relation to the used implants. It is an unfortunate series of complications that are not related to some failure of the implants, as far as can be concluded from the available data." Conclusion: the check of the dhrs did not highlight any pre-existing anomaly, moreover, based on the surgical assistant's comments and our medical expert's opinion, we can speculate that the root cause for this bone fracture could have been a crack created during the previous surgery that was not visible intra-op, but led to femoral fracture in a few days. Therefore, according to our analysis, this case cannot be classified as product-related. Pms data: we are aware of a total of 2 cases of revision surgery due to fracture of the femur (included this one). According to the info received, also in the other case, the fracture occurred intra-op during previous surgery. According to our records, (B)(4). No corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any future similar issue.